Manufacturer narrative:
No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factors that may have affected analyte recovery. Product support observations for tni follow: no low bias or false negatives were observed with the positive control sample. No error codes or device issues were observed. All data points with cal h were within the mfg 2sd range, with a % recovery of 89% (within the mfg final release specifications). No low bias in recovery or false negatives were observed with the positive control (cal h). Corrective action not required at this time. As of (B)(6) 2011, there are 2 complaints against device lot w49120. This issue will be tracked and trended to detect any further occurrence.

Event description:
Caller alleged false negative troponin (tni) results using the triage cardiac triple marker panel. Pt presented with 13 hours intermittent gripping in throat along with pins and needle in left forearm. No exertional symptoms, no chest discomfort, no associated symptoms of dyspnoea, vomiting, ect. Discomfort occurring intermittently, lasting five minutes on occasion. Clinical outcome for the pt: non st elevation acs, transferred to tertiary ctr for primary percutaneous coronary intervention with three stents. The following cut off's are used: ckmb 0.0 - 4.3, myo 0 -150, tni <0.06.